Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: delta v-40 ceramic head 36/0; cat#6570-0-136 ; lot#89584901 it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
As reported: "dr. Performed revision hip surgery. Explanted secur-fit stem and head. Replaced with restoration stem/ cone body and head and cables".